Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing coronary diagnostic procedure. The patient procedure was completed as planned by using another system. The philips field service engineer (fse) visited the site and confirmed that the generator was busy starting up and x-ray was not possible. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found message from the generator device: ¿point evr: inverter temperature sensor failure.¿. The fse confirmed the cause of the malfunction to be low temperature in the equipment room, high-voltage generator fails to start. To resolve the issue, the fse turn on the air conditioner in the equipment room and maintained the room temperature at 20¿22 °c. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the generator was busy starting up and x-ray was not possible. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.